Event description:
It was reported that a spectrum pump turned off upon device power up in the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn off by itself. A review of the event history log revealed multiple events of "improper shutdown!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contacts. The standard battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.